Event description:
It was reported that the catheter fell out with a damaged balloon 3 days after placement. It was later reported via email on 24 october 2018 from anori ishii, there were no missing pieces of the balloon.

Manufacturer narrative:
The reported event was confirmed as cause unknown. The evaluation noted an irregular balloon burst with no pieces of the sac missing. The sample was evaluated under a microscope and no conditions were found that could be associated with the reported event. The exact cause could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use was found adequate and states the following:"be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.]"

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out with a damaged balloon 3 days after placement. It was later reported via email on (B)(6) 2018 from (B)(6), there were no missing pieces of the balloon.